Manufacturer narrative:
UDI is unavailable. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when prior and during a device change out procedure due to normal elective replacement indicator, lead fracture, no sensing and low, out of range, low voltage lead impedance issue was observed on the ra lead. Lead was capped on (B)(6) 2018 and a new lead was implanted. Patient was stable and discharged.